Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-06421; 2017865-2021-06422. It was reported that patient presented with an unspecified infection. The entire pacemaker system was explanted on (B)(6) 2020. No patient condition after the procedure was reported.